Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose levels at the time of the incident were 425 mg/dl and 460 mg/dl. The current blood glucose level was 311 mg/dl. The customer was treated with an insulin pump and manual injection/insulin pen. Customer reported the insulin pump received insulin flow blocked alarm during fill tubing. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The high-pressure test passed. The insulin pump will not be returned for analysis. Frn-mmt 332a-rsvr, unomed set.